Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The reporter stated that the display was dimmer than usual and intermittently blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: during testing, the display screen was found to be discolored. A test screen was inserted and was found to function properly with no signs of discoloration.